Event description:
It was reported by the rep that when the device was used during an unknown procedure, it would not fire. There was no consequence to the pt. The case was completed with another device.